Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was explanted. The physician believed that the ipg was not functioning. The patient was reportedly doing well postoperatively. The explanted device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing difficulty charging with the ipg. The patient will undergo a revision procedure wherein the ipg will be replaced.

Event description:
A report was received that the patient was experiencing difficulty charging with the ipg. The patient will undergo a revision procedure wherein the ipg will be replaced.